Event description:
It was reported that "dr ready to implant a 7115-0011 scorpio tibial tray. Took impactor extractor handle and attached it to the tray, tested to make sure it released, and it did, but when using it in the patient, the tray would not release. Could not pry it off. Had to open another size 11, put in cement and place the implant by hand. The levers to the handle would not release the implant. Washed and then finally got it separated. Rep is returning instrument and tibial tray."

Manufacturer narrative:
Evaluation summary: visual inspection of the tibial impactor / extractor indicated that the threaded region of the shaft had fractured. The results of the investigation indicate that galling of the extractor shaft and threads led to binding of the device. Binding of the device, followed by further application of force to release the device, lead to the fracture of the threaded region of the shaft mentioned in the visual inspection.